Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for a low blood glucose level of 22 mg/dl. The customer was hospitalized on (B)(6) 2015 at 1 pm. The customer stated that they were wearing a sensor device that was supposed to warn the customer if their blood glucose was dropping, but the sensor never alerted the customer. The customer declined troubleshooting the sensor and transmitter at the time of the call. The customer did not mention if they were wearing the insulin pump during their hospital stay. The customer stated that they went unconscious prior to the hospitalization. The product was not returned for analysis.